Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the lead migrated/moved. It was noted the device was not working and troubleshooting was performed. It was noted it worked at the time of re port, stimulation was stimulation set at 7.3 on the right side. It was noted the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6) for urge incontinence and urgency frequency. Additional information from the consumer regarding the patient on (B)(6) reported the manufacture representative (rep) stated that the lead wire had moved and therefore told her to shut off the device. It was noted the patient was to still collect data until (B)(6) when she had an appointment to have a permanent device inserted. Additional information from the consumer regarding the patient on (B)(6) mentioned that one of the leads moved, they thought, so it quit working so they told her to turn it off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot#: n680214, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient caught their underwear on the wire and pulled them out of place, but the issue was resolved and the patient had good results. There were no further symptoms or complications reported or anticipated.